Manufacturer narrative:
D4: corrected the UDI. H4: corrected the manufacturer date.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Pump and data log were not provided. As per the clinical data, the placement signal was reading negative with an impella position unknown alarm. Pump was kept in use for another day. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant was using a 5.5 pump to support a patient. The pump experienced a 'placement signal not reliable' alarm appeared. Despite this issue, the motor current and flow rate were both within normal limits and support continued uninterrupted. There was no patient harm.